Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures were present when the plunger was pulled¿ was confirmed as a cuff miss. Additionally the anterior cuff was not returned. The location of the anterior cuff is not known. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a large bore hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, no sutures were present when the plunger was pulled. This occurred with both devices. The sutures of two new proglide devices were successfully pre-placed and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.